Event description:
It was reported the patient's blood glucose levels rose to greater than 250mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula. The complaint was originally coded for high glucose levels.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal cannula tear and subsequent leak are confirmed as the root cause of the reported not sure delivering insulin complaint, internal corrosion, and data loss. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction to investigation conclusion: corrosion was observed on the pcb and mechanism rail, resulting in low batteries and data loss. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal cannula tear and subsequent leak are confirmed as the root cause of the reported not sure delivering insulin complaint, internal corrosion, and data loss.

Manufacturer narrative:
Correction to h3: selected as yes. Correction to investigation conclusion: corrosion was observed on the pcb and mechanism rail, resulting in low batteries and data loss. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal cannula tear and subsequent leak are confirmed as the root cause of the reported not sure delivering insulin complaint, internal corrosion, and data loss.